Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the mid lad with ostial calcification. After implanting one vision stent, an attempt was made to place another vision stent distally, however, it was unable to cross. When the stent delivery system (sds) was pulled back, it stuck in the proximal lad and the stent dislodged. The stent implant was able to be retrieved. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by numerous factors. The IFU states: "should any resistance be felt at any time during either lesion access or removal of the delivery systems poststent implantation, the entire system should be removed as a unit". The IFU also states "when treating multiple lesions, the distal lesion should be initially stented followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent". The root cause of the stent dislodgement is unknown.